Event description:
The customer reported that the live images were dark on behalf of the screen rendering the images unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator stops. The system operates as intended.